Event description:
Caller alleged pt had pump running for 27 hours before it alarmed with low battery alert. Pt was frustrated with pump at 2am and left pump off. Pt replaced batteries at 7am and pump ran for 7 more hours and then pump had low battery alert again. Pt missed 5 of 46 hours of chemotherapy. (B)(6) has pump in office and it will power on/off but not much else.

Manufacturer narrative:
Standard tests performed and pump functioned as designed. The complaint could not be confirmed.